Event description:
I had urolift installed in early 2024 to remedy difficulty urinating but within 6 months my scrotum/balls blew up and filled with fluid to a degree making it uncomfortable to sit, walk, stand and/or exercise. Had scrotum drained in (B)(6) 2025 but fluid returned by (B)(6) 2025. Dr. (B)(6) has recommended surgery to turn the sack that fills up "inside out" to avoid future fluid accumulation. No where in the patient information or pre-surgical consultation was this fluid retention and huge balls mentioned as side effects and it definitely should be discussed with patients as a probable effect. During my last visit with dr (B)(6), while taking with another male patient, I found out he was experiencing the same fluid retention and had had his scrotums drained every few months and was also suffering with discomfort.